Manufacturer narrative:
Pt sex: the sex of the patient was inadvertently listed as female in the initial report.

Event description:
The patient had full revision surgery on (B)(6) 2016. The generator and lead were received on 10/12/2016. Analysis has not been approved to date.

Event description:
Analyses of the generator and lead were completed and approved. The data from the generator indicated that the impedance increased to high impedance on (B)(6) 2016. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. There were no performance or any other type of adverse conditions found with the pulse generator. The electrode array portion of the lead was not returned for analysis, so an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portions. There was most likely a fracture in the portion of the lead that was not returned due to the high impedance values stored in the generator memory.

Event description:
It was reported that a patient's device had high impedance and the device was programmed off. Clinic notes indicated that the high impedance was identified on (B)(6) 2016, and the generator was programmed off. The patient denied any falls or manipulation, and he was not experiencing any adverse events at that time. X-rays were performed, and the report indicated that no lead breaks were seen. The patient started having about 25 seizures per day, and the patient was referred for surgery. No surgical intervention has occurred to date.